Event description:
The facility was visited and there was no info able to be gained about the pt and limited info about the incident.

Manufacturer narrative:
Investigation at the facility found misaligned accessories due to lack of care and handling. Eval resulted in the discovery that the customer is not engaging the knobs that secure the headrest (as a level of safety). Also, upon inspection it appeared as though, the headrest had been dropped causing the pins to become bent and misaligned. No further info about the pt and very limited input reading the incident was obtained during f/u visits and questioning of the staff. The accessories were adjusted to work properly and re-training of the staff was done shortly after notification, regarding the importance of following MFR's instructions of the accessories and their interfacing with the or table. Geting USA, inc. Submits this report on behalf of the device mfg facility. Maquet gmbh & co. Kg provides product failure investigation, analysis and resolution for the device described in this report.